Manufacturer narrative:
H3 other text : returned to third party service center.

Event description:
A device was returned to a third party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The device was not in patient use. During the evaluation of the device, the third party service center visually inspected the device and found evidence of foam particles. In addition to foam particles being observed, an error code was also present on the device. After the evaluation of the device, the third party service center scrapped the device.